Event description:
It was reported that patient is seeing out of range service code 2703 and reported patient is having return of symptoms. Caller said that last night the patient started shaking more than normal and it was a lot. Caller stated that the patient was able to calm themselves down by going to sleep and taking medication, but when they woke back up they were still shaking. Caller said they tried to connect with the app and check the therapy, but they were getting a message that said it was out of range and to call their clinician. Agent asked caller if the patient had any recent medical tests or activities that they thought could have caused the issue, but caller said none. Agent walked caller through connecting to the dbs therapy application and caller reported seeing out of range message with service code 2703. Caller confirmed the implant battery was at 70% charged. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Hcp updated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that cause of oor was established to be due to high impedance on a single contact. Actions taken to address this include programming around the impedance. Immediate issue has been resolved and no further action is planned at this time.